Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the root cause of the issue was determined as gastro flex malfunction. The probe was replaced to resolve. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the z6ms transducer did not work while being used with a patient. The purpose of the exam was to check a heart vavle after replacement. The exam was completed by using a different system. There was no patient impact.